Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed sodium (na) result was obtained on a patient sample on the dimension exl 200 integrated chemistry system. Quality control (qc) was acceptable on the day of the event. The customer replaced the integrated multisensor technology (imt) sensor, salt bridge, sample diluent, and flush solutions. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse replaced the imt x tubing, adjusted the imt flow rate, performed a power flush on the imt unit using warm water, replaced the imt quicklyte sensor and performed dilution check, corrected the bias, and ran qc and patient samples, which recovered within the range. Siemens further evaluated the event and concluded that a fluid flow issue in the imt system due to the formation of fibrin/sample microclots/crystals, addressed with the service activities above, potentially contributed to the falsely depressed na result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a falsely depressed sodium (na) result was obtained on a patient sample on the dimension exl 200 integrated chemistry system. The initial result was not reported to the physician(s). The sample was auto-repeated and the auto-repeat result was considered erroneous. The auto-repeat result was not reported to the physician(s). The sample was repeated twice on the same instrument. The latter repeat results recovered higher than the initial and auto-repeat results and matched the patient's clinical history. The latter repeat results were considered correct and the result of 134 mmol/l was reported to the physician(s). There is no known reports of patient intervention or adverse health consequences due to the falsely depressed na result.